Event description:
It was reported that the patient presented in the hospital experiencing weakness and loss of appetite. Pulse generator interrogation revealed intermittent atrial undersensing in addition to pseudopseudofusion events. The atrial sensitivity would be increased and the av delay adjusted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.